Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unexpected restart after battery change due to broken solder joint of c13 on ib. Unit had missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose level was 159 mg/dl. The insulin pump will be returned for analysis.